Event description:
Philips received a complaint from the customer reporting a blower stalled alarm message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. Diagnostic code 1134 (blower stalled) was verified in the device event log indicating the blower was unable to produce sufficient pressure, or the blower speed signal had failed. The rse provided the service recommendations provided in the v60 service manual. The customer continued diagnostic testing of the unit. The investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the customer and therefore cannot be determined. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.